Event description:
This lead was implanted and while the pt was in recovery this lead was found to be dislodged. The physician attempted to reposition this lead, but the stylet would not advance past the connector pin, so this lead was explanted and replaced.